Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital prolapse. Concomitant products included gabapentin, ibuprofen, levothyroxine sodium (synthroid) and oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, colopopexy, laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital prolapse. Concomitant products included gabapentin, ibuprofen, levothyroxine sodium (synthroid) and oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, colpopexy, laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2022: mr received. Lot number, reporter and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital prolapse. Concomitant products included gabapentin, ibuprofen, levothyroxine sodium (synthroid) and oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, colopopexy, laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital prolapse. Concomitant products included gabapentin, ibuprofen, levothyroxine sodium (synthroid) and oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, colopopexy, laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Lot number: 825626, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.